Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false upstream occlusion alarm was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to proximal sensor nulling failure. The pumphead module was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a remediated colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump which experienced a false upstream occlusion alarm. The reported condition occurred during biomedical testing. There was no patient involvement, and therefore no patient injury or medical intervention. The software version of this device is unknown. No additional information is available at this time.